Manufacturer narrative:
The hill-rom technician found the p379 cable partially dislodged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the p379 cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call was not functioning correctly. The bed was located at the account in 7302. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).